Event description:
Additional information indicates that surgical intervention was undertaken on (B)(6) 2023 wherein both leads were found to be fractured and both leads were explanted and replaced to address the issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: (B)(4). It was reported that the patient experienced auto reducing due to high impedances, present on both leads, due to a fall. As a result, surgical intervention may be undertaken in the future to address the issue.

Manufacturer narrative:
Date of event is estimated.